Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all-tower doors were failed. A field service engineer found auxiliary drawer 7 and not door 7. The fse went onsite and replaced inseparable due to missing magnet. Additionally, the fse removed loose pills and debris from underneath cubie pockets in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed to close, due to magnet missing on inseparable. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.